Manufacturer narrative:
The device was returned for analysis. The reported product quality problem irregular appearance/ o-ring was able to be confirmed however after further investigation it was determined to be in specification. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Although the o-ring initially appeared to be unstable/ irregular in appearance after further investigation it was determined to be in specification. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 1667 was removed.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two additional rotating hemostatic valves (rhv) devices referenced are filed under separate medwatch report numbers. Other text : investigation not yet completed.

Event description:
It was reported that before use, the o-rings of three rotating hemostatic valves (rhv) were noted to be unstable. Therefore, a copilot was used instead to successfully complete the procedure. There was no patient involvement. No additional information provided. Returned device analysis revealed that the cap of the rhv leaked.